Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received one inappropriate treatment in response to oversensing of cardiac activity and CPR/motion artifact. From 05:52:47 to 06:07:00, the patient's rhythm was sinus bradycardia at 30 bpm with hb, pvcs and motion artifact degrading to asystole with unconducted p waves, intermittent cardiac activity and CPR/motion artifact. At 06:09:36, the patient received the inappropriate treatment. The patient's rhythm at the time of the treatment event was asystole with unconducted p waves, intermittent cardiac activity and CPR/motion artifact. The patient's post-shock rhythm was an idioventricular rhythm at 40 bpm with motion artifact and electrode lead falloff. There is no indication that the inappropriate treatment caused or contributed to the patient's passing as the patient was in a non-life-sustaining rhythm prior to the treatment.